Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not capturing at maximum output and was thought to have been damaged during ventricular assist device (vad) implant. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk clinical data review was determined to not be required because the reported complaint cannot be substantiated via data analysis. If information is provided in the future, a supplemental report will be issued.